Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts the obturator with the top disengaged in a bag next to the display box. It was reported that the obturator was damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal procedure, the device obturator broke, and the top fell off. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.